Event description:
The pt received her scs system including an ipg on (B)(6)2009. It was reported the pt developed a new onset of symptoms, such as confusion and lethargy. A CT scan revealed two spots on the pt's brain and an MRI was recommended. The ipg was electively explanted for the MRI and was not replaced. The explanted ipg was returned to the MFR for analysis. No add'l info was available.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Ipg as returned is nonfunctional and would not communicate. The ipg battery had depleted below the threshold from which it could be recharged by the end user. Once recharged in the test laboratory, the ipg functioned properly. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.